Event description:
It was reported that the patient was presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
(B)(4).